Event description:
It was reported that the patient was unable to tolerate the paddle lead well and experienced abdominal discomfort since the spinal cord stimulator (scs) was implanted. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was retained by the medical facility.